Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the coil and pusher wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath had been opened and stretched. Residues of blood were noted within the introducer sheath. The pusher wire was inspected and it was found kinked. The coil was returned kinked and stretched. No more damages were found in the returned device. Functional inspection revealed that the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection of pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except the number of fiber bundles, which were only 15 out of 20.

Event description:
Reportable based on device analysis completed on 11aug2020. It was reported that the coil became stuck inside the catheter. The target lesion was located in the internal iliac artery. A 22mmx60cm interlock coil was selected for use. During the procedure, after several attempts of insertion, it was noted that the device became stuck in the middle part of the catheter. The device was removed with the catheter as one unit and the procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that there was missing fiber bundles.